Manufacturer narrative:
The impella device was received from the customer on (B)(6)2023. Data analysis: imc logs are consistent with the complaint reported, and another failure mode was discovered. On the complaint initial aware date, (B)(6), when purge cassette was replaced, console issued errors ¿ purge fluid not detected. Reinsertion and replacement of pcs was observed, and the issue was resolved until 3rd pc was implemented. Since so, console and the 3rd pc was running for few days until 4/2, the same issue reoccurred when that pc was due for exchange. Aic to aic transfer (to ic2681) was made for continued support. Nevertheless, when pump was transferred to ic2681, eeprom reading issue occurred. The inability to read pump usage data (area 1 and area 2) caused ic2681 was unable to perceive g0 value for pump and calculate placement signal. Please see imclogs ic9475.pdf, and imclogs ic2681_eeprom issue.pdf. Device analysis: console arrived at danvers for investigation and repair. -for failure mode, unable to detect purge fluid. Inspection on console especially the purge area did not reveal any abnormality. Console could detect the purge cassette and disc system being inserted and no reported issue reproduced. -for failure mode, eeprom reading issue. Console was tested with a known good pump for at least 200 power cycles of 5.5 pump connection and disconnection with usage data updated for each cycle. However, no eeprom writing or reading issue was reproduced during testing. -the root cause of purge fluid not detected issue was utd due to the failure mode was not reproduced. -the root cause of eeprom reading issue was utd due to unable to be reproduced. Before sending the console back to customer, fs was instructed to, -clean the purge assembly, -perform a full functional check on the console and optical system (0042-7316).

Event description:
The complainant reported 2 consecutive purge cassettes not recognized via the aic (automated impella controller) console, with the 3rd cassette being successful. Approximately 1 week later, a placement signal not reliable alarm occurred. Neither issue adversely impacted the patient and support proceeded without harm.